Manufacturer narrative:
Model number/catalog number: sc-3400-30, serial number: (B)(4), batch/lot number: 15398419, model/catalog description: scs-splitters. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was getting inadequate stimulation and device interrogation showed several contacts on a lead were not functioning. The patient underwent a revision procedure wherein the lead and splitter were replaced.